Manufacturer narrative:
Additional information was provided in d9 as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The root cause of the purge disc not detected alarm on ic11808 was a broken mechanical lever within the purge pressure sensor.

Manufacturer narrative:
Additional information was provided in d6a (implantation day/month/year) and d6b (explantation day/month/year). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that the automated impella controller (aic) displayed a ¿purge disc not detected¿ alarm, which appeared spontaneously and resolved without any intervention. The purge system parameters remained within normal limits and at baseline throughout the event. There were no reports of patient harm associated with the alarm.

Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. This is one of two related reports. This report represents the automated impella controller. Another report was submitted to represent the pump. Refer to section h10 for the related report number.

Manufacturer narrative:
Please omit d6a and d6b, this complaint is for the aic device, and the implant/explant date does not apply to this device. Investigation summary: the investigation had been open, but due to a lack of evidence because console was not returned, we were unable to make a determination.